Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the patient had gastric bypass surgery 8 months prior to the call and had lost 107 pounds. On two months prior to the call they went to see their healthcare provider (hcp) and showed him that the battery was ready to pop out of the skin due to losing weight, and they were having pain there. The patient mentioned that their skin got thinner due to losing weight. They also stated that one month prior to the call, the hcp put the battery in deeper because of their thinning skin and to prevent issues in the future.